Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-size cubies device was undetected, also the tower drawer 4 required maintenance. A field service engineer (fse) found the magnet was missing. So, the fse resecured the magnet with inseparable and reinstalled drawer. Then took out the pockets and trays, then cleaned out the debris, then reinserted rowboard connections. Then tested in hardware test application (hta) and pharmacy (rx) tested in main app and all was ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower drawer 4 had required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.